Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced dislocation, and underwent additional surgical procedure. Liner was not revised. Slight wear was noted on the superior tab, however the surgeon saw no reason as to why the patient dislocated.